Event description:
It was reported that the head of the thumb screw, connecting to the handpiece array, broke off when tightening it with the t-wrench. The head broke off and the post stayed threaded into the handpiece. They were able to unscrew the post from the handpiece using a surgical instrument and disposed of the broken thumb screw.

Manufacturer narrative:
H10. H3, h6: the thumbscrew, intended for use in treatment, was not made available to the designated complaint unit for investigation. It broke off when tightening it with the t-wrench. DHR review found that no conditions which could contribute to the reported event were identified. This reasonably suggests that the device met the specifications at the date when it was released to distribution. A complaint history found similar reports, this issue will continue to be monitored. After the instructions for use review, product labeling has been ruled out as a cause of the complaint. This is an identified failure mode within the risk assessment. We could not confirm if there was a relationship established between the reported event and the device. Photos of the device were not provided for evaluation and the device was not returned. However, based on prior complaints received, it is likely that the event occurred due to the reported failure. The malfunction is most probably due to excessive force from the user when tightening the thumbscrew.